Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized while vacationing in the (B)(6) due to hyperglycemia, with blood glucose readings over 30 mmol/l, that led to coma. The customer's sister stated that the hospital had advised that the insulin pump had malfunctioned. The customer's sister also stated that the customer is conscious again. Nothing further was reported.